Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8015 s/n (B)(4) is showing an error code 800.8000, the firmware on 8015 is corrupted and I told cathy to re-flash the device. She allowed me to remote in and help her set-up her asm software with her laptop. I found out that her .xml flash package is not imported and set up to asm. I ask her if she can locate the point of care software (poc v9.12) . She can¿t locate the cd at this time but she will ask her co-worker and se if she can borrow that cd. I suggested to cathy as soon as she got that cd, she reach out with me and walk her through the process on flashing the device.